Event description:
The report received from the registry indicates that during the index procedure, following deployment of the cypher stent, post dilatation was performed due to insufficient flow using a 3.5x12mm balloon at 18 atms.

Manufacturer narrative:
This pt was randomized to the registry for one vessel disease. The indication for the index procedure was unstable angina. A staged procedure was not planned. The target lesion was the mid lad. Pre-procedure diameter was 80% and post procedure was zero percent. The lesion was denovo and classified at type b1. Timi flow pre and post procedure is unk. Predilatation was not performed. A cypher was deployed at 12atms. Post dilatation was performed due to insufficient flow using a 3.5x12mm balloon at 18 atms. Ivus was not used. The pt was discharged on 160mg of aspirin, 150mg clopidogrel, anticoagulants, ace-inhibitors, and beta-blockers. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.